Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they received error codes. The buttons had to be pressed more than once and were harder. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
Insulin pump received with no button response at act keypad due to flattened dome switch. Unable to perform any test to due to flattened dome switch. Broken battery cap noted.